Manufacturer narrative:
The reported event occurred on a cobas synergy g9 server rack with serial number (B)(6). The investigation included a review of cobas dpx assay data for serial number (B)(6), batch 3924, dated 06-dec-2024. The analysis determined that no false non-reactive parvovirus b19 results occurred due to suboptimal pcr growth curves in the reviewed dataset. The dataset was evaluated using specific algorithmic parameters, which confirmed the absence of high-titer false non-reactive results. The proprietary parameters were graphically reviewed to ensure the accuracy of the results. The investigation concluded that the cobas dpx assay performed within specifications, and no further action was deemed necessary based on the available information.

Event description:
The initial reporter questioned the result calling and interpretation of the kit cobas 58/68/8800 dpx 480t us assay on the cobas synergy g9 server rack.